Event description:
The dental implant fx3810mlc was removed on (B)(6) 2018 due to failure to osseointegrate 1 month and 3 days after implantation. The patient is a tobacco user. The patient requires bone grafting and a future implant placement.